Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.additional information was received that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system was explanted and replaced due to elevated thresholds and suspected lead fracture. See report number: 2124215-2023-23335 for additional details.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that the shock impedance measurement at implant was 80 ohms. Technical services (ts) discussed possible physiologic changes or calcification around the coil and/or can. The plan is to change the shock impedance alert value from 125 to 150 ohms. This ICD system remains in service and will continue to be monitored. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was returned for analysis following battery replacement. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that the shock impedance measurement at implant was 80 ohms. Technical services (ts) discussed possible physiologic changes or calcification around the coil and/or can. The plan is to change the shock impedance alert value from 125 to 150 ohms. This ICD system remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. -- additional information was received that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system was explanted and replaced due to elevated thresholds and suspected lead fracture. See report number: 2124215-2023-23335 for additional details. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that the shock impedance measurement at implant was 80 ohms. Technical services (ts) discussed possible physiologic changes or calcification around the coil and/or can. The plan is to change the shock impedance alert value from 125 to 150 ohms. This ICD system remains in service and will continue to be monitored. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was returned for analysis following battery replacement. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that the shock impedance measurement at implant was 80 ohms. Technical services (ts) discussed possible physiologic changes or calcification around the coil and/or can. The plan is to change the shock impedance alert value from 125 to 150 ohms. This ICD system remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.